Event description:
It was reported to boston scientific corporation that a microknife xl was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6)2022. During the procedure, the needle of the microknife xl would not extend. Additionally, the tip was damaged. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: the cutting wire was broken.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable investigation results of cutting wire broken. The returned microknife xl was analyzed, and a visual evaluation noted that the distal tip of the device was in good condition. The distal tip was observed under magnification, it was noted that the cutting wire (needle) was broken, which was consistent with the findings per the x-ray inspection. Additionally, the needle was blackened. Functionally, when the handle was actuated, the needle did not extend due to the device condition (broken needle). No other problems with the device were noted. The product analysis revealed that the cutting wire was broken and blackened. The cutting wire being blackened indicates that the device was energized. These conditions could have been generated due to the technique used, the patient anatomy, interaction with the scope or additional devices, also if it was exceeded the maximum of voltage or if the cutting wire was not in constant motion as per the IFU states, therefore these procedural factors could have contributed to the broken wire leading to an extension problem. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.